Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure alarm condition. There was no harm or injury reported. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information a ventilator was alarming for a low inspiratory pressure alarm condition. There was no harm or injury reported. The device's inlet airpath assembly was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory for additional evaluation. The issue appears to have been caused by the foam in area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low inspiratory pressure alarm condition. The device's inlet airpath assembly was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory for additional evaluation. The issue appears to have been caused by the foam in area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates.